Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's right eye (od) on (B)(6) 2005. The surgeon reports there was excessive vaulting. On (B)(6) 2023 the lens was explanted and later replaced on this same date with a shorter length lens. This did not resolve the problem. The cause of the event was reported as unknown.